Manufacturer narrative:
Other (adulterated tamper seals). MFR's evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device involved for evaluation to the welch allyn another country's service center. Service confirmed the complaint that the device would not deliver a shock. Visual inspection identified that the tamper seals applied to the device from the last repair were adulterated (result code 400) concluding that unauthorized/unk persons opened the device. Upon internal device inspection, the tech identified that the locking connector (result code 435) on the pt connector assembly was disconnected and is the cause of the reported failure. Cause of the cable disconnection is inconclusive but the device was previously repaired in jan of 2008 where it passed final testing prior to being returned to the customer. After the cable was reconnected, the device passed testing and was returned to the customer.

Event description:
The customer stated the device failed to shock during a test procedure. No pt involvement.